Event description:
The customer reported a centrifuge bowl leak. Name of complainant: same as reporter. Customer reported some sprayed fluid in the centrifuge chamber top door. The machine reacted as expected and posted and alarm "leak". The operator aborted the treatment and disconnected the pt. The operator did not return any blood to the pt. The pt feels fine. The operator reported that the leak was minor, only a few mls came out of the bowl. The customer couldn't localize exactly where the leak occurred from the bowl. No product was returned by the customer for investigation.

Manufacturer narrative:
A review of lot file a751 was performed. There were no nonconformances or alarms associated with this lot. There was a blood leak alarm reported at the start of prime. The bowl and plate were checked and no leaks were found. Prime was restarted. This lot met all release requirements. A review of complaints received for lot a751 was performed. There were one additional complaint reported for a bowl leak to date for this lot. No trends detected. This assessment is based on the info available at the time of the investigation. No product was returned for investigation. Therefore, the root cause for the leak could not be determined based solely on the info provided by the customer. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).